Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen on the tip of a bd ultra-fine¿ insulin syringe before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: investigation summary: customer returned photos of a 1cc, 13mm, 30g syringe and the shelf carton from lot # 6277567. Customer states that two of the syringes have a clear liquid at the tip. The returned photos were examined and exhibited a clear droplet of material on the cannula shaft. A review of the device history record was completed for batch # 6277567. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6277567. Possible root cause for this issue cannot be determined as the identity of the clear droplet of material on the cannula shaft cannot be determined without the sample to analyze. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.